Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was a fluid leak (clear/bloody in color) in the right side compartment of the instrument. There was approximately 50-100 ml of fluid produced during the leak. The leak was not contained within the instrument. The operator was performing normal routine operation when the leak was discovered. Upon discovery of the fluid leak, the operator turned the instrument power off. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a diluent leak at pinch valve pv42. He repaired the tubing. No other issues were noted. (B)(4).